Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a poor communication screen on the patient programmer (pp) with the antenna attached but not without. The patient¿s device is non-rechargeable. The consumer reported the patient lost stimulation suddenly about 2-3 weeks ago. After connecting, the consumer reported that the stimulation was currently off. It was reviewed how to turn the ins on and adjust stimulation. The consumer reported the patient felt the stimulation at a comfortable level and the issue was resolved. A replacement pp was sent to resolve the poor communication. The consumer called back the next day and stated the patient needed a new antenna. A replacement antenna was sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that there had been no circumstances leading to the patient's ins having turned off, but that it had just stopped. The patient's weight was reported to be (B)(6) pounds and it was noted that everything was working well now.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.